Event description:
Complainant alleges "I was attempting to drain a subungual hematoma/abscess beneath a normal appearing nail plate with the cautery when the heated wire fractured. Figuring it was a fluke and since I was not finished the procedure, I grabbed another one only to have this one flash when I penetrated the nail. When I removed it, the distal tip was completely missing. I was afraid that it may have lodged in the nail bed, but, thankfully, the x ray did not show a fb. The patient was not harmed." Customer clarified that the two cauteries both malfunctioned on the same patient, on the same day, and were both the same lot number.

Manufacturer narrative:
The complaint was able to be confirmed based on pictures received from the customer. Root cause is determined to be inappropriate use of the device in regard to specification from the IFU. Per the IFU, "applying excessive force on the cautery during use may cause tip to bend or break." And "cautery devices are used for stopping small bleeders in hemostasis and other similar uses." The device is not intended for puncturing or cutting - especially for non-vascular materials. This can be considered the final report, however if additional relevant information is identified, it will be submitted in a supplemental report.